Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and drive stalls were observed in conjunction with an alarm, indicating open count too low at the end of first prime. The pod was reset and reran without incident. No damages or deficiencies were observed. The cause of the high pulse width w/ drive stall and subsequent alarm and needle mechanism failure could not be determined.